Manufacturer narrative:
Correction to initial report. The product was reported as unknown; however the catalog number was available. Therefore, section 1. Brand name, d4. Catalog and d4. Primary UDI number were updated. UDI related data quality updates only: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. When the event was initially reported, the lot number was not available and unable to be obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using an unknown esophastar. The patient experienced epigastric discomfort post procedure and the patient ultimately ended up passing away. The patient underwent a cryoafib (cryo atrial fibrillation) case. The patient passed away after having stomach pains. Beyond some difficulty getting access to the groin, the medical team did not encounter procedural complications. This event is being captured on the esophastar as a conservative measure until further information is provided about the cause of death in this patient. The esophastar is associated with the esophagus which can be related to the patient's epigastric pain.